Event description:
The customer alleged that the operating table column dropped down with the patient on the table top. This occurred after the surgical procedure when the patient should be removed from the or. The height adjustment of the column doesn't work anymore. No harm or injury to patient or caregiver was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
During on-site investigation of the surgical table a defect main lift spindle was identified. The defect spindle was replaced and the function of the surgical table checked prior release for further use. The defect main lift spindle was returned to the manufacturers plant for supplementary investigation. It was noticed a part was broken which allowed the surgical table to drop as described within the initial allegation from the customer. Tests confirmed the spindle broke by tensile stress. During the intended use of the surgical table a tensile force is not anticipated which could lead to the identified defect. The concrete root cause could not be confirmed during the investigation. It is possible that collisions with the floor or other parts caused the breakage. Another possibility as a non-correct service work. The main lift spindle was exchanged in 2016 by a service technician. If the spindle is not correctly adjusted there is a possibility the spindle moves to the mechanical end stop. In this condition it is imaginable that the part can be damaged over time which may lead to the breakage. Both scenarios could no be confirmed during the investigation to have occurred. Based on the findings and as there is no significant trend no further actions are required.

Manufacturer narrative:
Inspection of the device is pending and results will be provided in a final report.

Event description:
The customer alleged that the operating table column dropped down with the patient on the table top. This occurred after the surgical procedure when the patient should be removed from the or. The height adjustment of the column doesn't work anymore. No harm or injury to patient or caregiver was reported. This report was filed in our complaint handling system as complaint (B)(4).